Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the stylet was stuck on the left-ventricular (lv) lead. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of difficult to remove stylet was confirmed. A complete lead was returned in one piece without a stylet inserted in the inner coil lumen. Visual examination of the lead found the inner coil was compressed and damaged at 24.5 cm to 24.7 cm from the connector pin on the proximal region of the lead consistent with procedural damage. Unable to perform stylet insertion and removal test due to the damaged inner coil. The cause of the reported event was isolated to the damaged inner coil consistent with procedural damage.